Event description:
It was reported that the patient presented to the emergency room after experiencing several episodes of syncope/dizziness. Device interrogation revealed there had been a polarity switch, and there were intermittent high impedance readings; the highest was 2265 ohms. When the pocket was checked, there was one beat of noncapture. It could not be determined if the issue was due to a lead or connection issue, so the patient was hospitalized and both the device and lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.